Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and found loose fitting on deionized water valve on the bubble generator assembly. Fse tightened the fitting to resolve the issue. (B)(4).

Event description:
The customer reported reagent probe a leaked in the reaction wheel cover on their unicel dxc 800 pro synchron clinical chemistry system. The leaked fluid was two milliliters (2 ml) combined of wash solution and deionized water. It was contained to the instrument. The operator wore gloves while handling the leak. No one needed medical attention. No erroneous results were generated.